Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot was manufactured on 03/26/2014 in (B)(4) assembly line. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample without original package or lot number was received. After performing visual inspection per procedure, the reported condition was confirmed; the handle of the lite sleeve is broken. The following potential causes have been considered and will be investigated through a corrective and preventive action (CAPA). This failure mode could have occurred due to an inconsistent forming process of the lite glove because of an air/vacuum leak pressure in the forming mold. Another potential root cause could be the material. During the manufacturing process a functional test is performed according to a visual aid. Awareness training was performed to all personnel to ensure awareness during the visual inspection process. In addition, a sample board was also made to help improve detection in the multivac line during the pick and place process . The preventive actions will be included in the CAPA. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The representative reports the orthopedic surgeon was preforming a total hip joint replacement operation at southern cross north harbour. The scrub nurse applied 2 lite gloves to the overhead operating lights prior to the operation. It was not noticed until the very end of the operation that one of the lite gloves had split and the permanent metal light handle was exposed. The customer further reports that no additional surgical time was added to the operation or increase in usual hospital stay but the surgeon requested an additional 72 hours of IV antibiotic cover for the patient.

Manufacturer narrative:
Upon further clarification received from the customer, the correct product number is 31140257 (3612 lite glove). Please see the corrected brand name and the corrected model & catalog number.